Event description:
It was reported, the patient had no stimulation sensation. It was noted, the manufacturer representative increased the amplitude to 10.5v and the patient still did not have stimulation. It was stated the patient normally replaced their implantable neurostimulator (ins) every 3-4 years. It was noted the impedances were checked and there were multiple pairs that were >4000 ohms. It was noted the patient had a fall but the fall was after the ins stopped working. It was stated, the ins stopped working about 1 week prior to report. It was further reported 6 out of 8 electrodes were out of range at impedance testing. It was noted the cause was not determined. It was stated the patient had an ins that only had an estimated service life of 6 months left. It was noted the patient and the physician decided it was time to replace the entire system (the leads were 12 years old). It was noted, the patient would see their doctor on 2013 (B)(6) for a history and physical and for a surgery referral to the neurosurgeon for replacement surgery. The patient outcome was not provided.

Event description:
As of 12/26/2013 there has been no change to the patient. The patient was awaiting replacement surgery and the date was yet to be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the patient's system was explanted on (B)(6) 2014 and returned to the manufacturer. It was noted the patient's battery was "+10 years old" and the patient had a loss of efficacy. It was noted the patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the stim ins battery reach a normal end of life. The telemetry and output were okay. Analysis of the extension. Serial # (B)(4), found the stim extension body was cut through and the product was segmented. Analysis of the extension. Serial # (B)(4), found the stim extension body was cut through and the product was segmented. Analysis of the lead, lot # j0231109v, found the stim lead body conductor was broken at twist lock anchor site. It was found in a functional test that circuits 0, 1 and 2 were open and circuit 3 was 98.7 ohms. It was found there were no shorts between circuits. It was further found the #0 conductor was broken due to overstress damage near the weld site. It was noted that #0 - #02 conductors were broken 18.7cm from the distal end. Analysis of the anchor 1, lot # unknown, found the stim anchor twist lock anchor had suspected tool marks. Analysis of the anchor 2, lot # unknown, found the stim anchor twist lock anchor had suspected tool marks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.